Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 12. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: abscess, fistula and inflammation. No further patient complications were reported.